Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump keypad was unresponsive. The customer¿s blood glucose level was 3.8 mmol/l. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states pressing menu button does not takes them to the menu screen. Customer states using the up arrow does not allow them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were not responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing can be seen when programming a basal due to functional keypad, however device received with corroded electronic assemblies.